Event description:
The customer stated that during an lapg, oozing occurred although an end tone, indicating a completed seal cycle, was heard. This happened on the gastrolienal ligament in the middle of the procedure. There was no patient injury and the procedure was completed with another device.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.